Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl due to needing settings adjustments. Customer required partner's intervention in the form of administering sugar or glucagon injections to address low bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustment.